Event description:
During the withdrawl of the needle, the needle separated from the base plate and remained inside the patient. The surgeon found it very difficult to recover the needle. The broken piece was retrieved without any complications to the patient.